Manufacturer narrative:
The received device had the cannula assembly fully deployed. Fluid path testing found that fluid was able to flow through the complete fluid path, though the exposed portion of the soft cannula was kinked. However, a leak test performed after fluid path testing found a tear in the exposed portion of the soft cannula, resulting in an external leak as fluid diverted out of the fluid path. It could not be determined when or how this damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 392 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the back. For treatment, the patient changed out the pod and gave correction bolus. The ketones were high. The pod was leaking.